Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the user was hospitalized on (B)(6) 2025 following the accidental dislodgement of their infusion set, which was not noticed until the following day. The user experienced elevated blood glucose levels and was treated in the hospital for diabetic ketoacidosis (dka) with insulin injections and intravenous fluids. The ilet device was not in use at the time of the event. The user was admitted to the hospital and subsequently passed away on (B)(6) 2025. The caregiver indicated that the user had pre-existing medical conditions, including multiple organ failure, high blood pressure, heart failure, and an intellectual disability. No concerns were raised regarding the ilet contributing to the event. The device is being returned for evaluation.